Event description:
Case description: reporter's causality (novopen 4) - his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia) : possi-ble novopen 4 had an issue(device issue) : possible np4 had an issue and insulin couldn't be injected.(device failure) : possible patient in generally left attached needle in between injection(device stored with needle attached) : unknown company's causality (novopen 4) - his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia) : possi-ble novopen 4 had an issue(device issue) : possible np4 had an issue and insulin couldn't be injected.(device failure) : possible patient in generally left attached needle in between injection(device stored with needle attached) : possible reporter's causality (novorapid penfill) - his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia) : possi-ble novopen 4 had an issue(device issue) : possible np4 had an issue and insulin couldn't be injected.(device failure) : possible patient in generally left attached needle in between injection(device stored with needle attached) : unknown company's causality (novorapid penfill) - his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia) : possi-ble novopen 4 had an issue(device issue) : possible np4 had an issue and insulin couldn't be injected.(device failure) : possible patient in generally left attached needle in between injection(device stored with needle attached) : possible investigational result name of the suspect product: novopen 4 batch number of the suspect product: lvg5h47 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product:novorapid penfill batch number of the suspect product:pr710w6 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigational results were updated is non reportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted imdrf codes b,c,d,g were updated narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00117 reference notes: medwatch 3500a MFR. Report number final manufacturer comment: 19-aug-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying medical condition of type 2 diabetes mellitus, hypertension and hypercholesterolemia are significant risk factors for the development of hyperglycaemia. H3 continued: evaluation summary name of the suspect product: novopen 4 batch number of the suspect product: lvg5h47 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). His bgls increased (bgl today was 572 in the afternoon) (hyperglycemia) [hyperglycaemia]. Novopen 4 had an issue [device issue]. Np4 had an issue and insulin couldn't be injected. [Device failure]. Patient in generally left attached needle in between injection [product storage error]. Case description: this serious spontaneous case from egypt was reported by a consumer as "his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia)" beginning on (B)(6) 2025, "novopen 4 had an issue (device issue)" with an unspecified onset date, "np4 had an issue and insulin couldn't be injected. (Device failure)" with an unspecified onset date, "patient in generally left attached needle in between injection(device stored with needle attached)" with an unspecified onset date, and concerned a 871 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- 28 iu, tid(10u at morning before breakfast, 12u before lunch, 6u before dinner), subcutaneous and regimen #2: 30 iu, qd(dose increased to be ongoing pr710w6 02/--/2027 12iu+12iu+6iu per each meal), subcutaneous) from unknown start date and ongoing for "type 2 diabetes mellitus", patient's height: 175 cm. Patient's weight: 75 kg. Patient's bmi: 24.48979590. Allergy: chest allergy. Current condition: type 2 diabetes mellitus (from about 5-6 years ago), hypertension, hypercholesterolemia, prostatic hyperplasia, balance disorder, constipation. Concomitant products included - trental(pentoxifylline), lantus (insulin glargine), asprin protect (non-codable) for cardiac support, pecolax (laxative) (non-codable), eucarbon (non-codable) for constipation, procasoft 2 mg (non-codable) for constipation, privagleb (non-codable) for type 2 diabetes mellitus, nevilop plus (non-codable) for hypertension, sympicort (non-codable) for chest allergy. On an unknown date an issue with novopen 4 was reported and insulin couldn't be injected which on an unknown date in (B)(6) 2025 led to hyperglycaemia. Blood glucose level (blood glucose) was 572 mg/dl in the afternoon, on an unknown date, it decreased and reached to range of 300 mg/dl. Patient's last hba1c (glycosylated haemoglobin) was 8.6 % and random blood glucose level was 341 mg/dl. Patient could not remember fasting blood glucose level (blood glucose) and post-prandial blood glucose level (blood glucose). Later pen training was offered , at first at first the mechanical part and the piston rod moved manually in normal way, then it moved again by adjusting the dose counter on 60 u and after pressing the dose button to 0 u then after adding a new penfill , to make sure that the piston rod touches the penfill rubber part by adjusting the dose counter on 60 u and after the gentle pressing the dose button without needle , the counter didn't move at all. Then patient was asked to return the dose counter back in the opposite side to zero then to 4 u, then after adding a new needle, and after pressing the dose button, the pen injected the insulin (with 4 u) and the counter returned back to zero. It was reported that the patient in general reused the needle and left attached in between injection. The patient attached the needle to the pen in 180 degree angle. Patient stored the insulin at room temperature 20 to 25 degree celsius. The patient trained in product usage process. Batch numbers: novopen 4: lvg5h47. Novorapid penfill: pr710w6. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "his bgls increased (bgl today was 572 in the afternoon) (hyperglycemia)(hyperglycemia)" was not recovered. The outcome for the event "novopen 4 had an issue(device issue)" was not reported. The outcome for the event "np4 had an issue and insulin couldn't be injected.(device failure)" was not reported. The outcome for the event "patient in generally left attached needle in between injection (device stored with needle attached)" was not reported. Event abated after use stopped or dose reduced? Doesn't apply. Event reappeared after reintroduction? Doesn't apply.

Event description:
Case description: concomitant products included - trental(pentoxifylline), lantus (insulin glargine), asprin protect (non-codable) for cardiac support, pecolax (laxative) (non-codable), eucarbon (non-codable) for constipation, procasoft 2 mg (non-codable) for constipation, privagleb (non-codable) for type 2 diabetes mellitus, nevilop plus (non-codable) for hypertension, sympicort (non-codable) for chest allergy, lantos needle (non codable). Since last submission the case has been updated with the following: non-codable conmed added in narrative.